Event description:
It was reported a patient underwent a cardiac ablation procedure and patient experienced cardiac tamponade treated with surgical intervention. Atrial septal puncture was performed with rf (radiofrequency) needle. After mapping was completed 40 minutes after the start of the procedure, it was confirmed that the patient¿s blood pressure decreased and pericardial effusion was confirmed by echocardiography. The patient's blood pressure did not get back to normal status and the procedure was terminated. Ablation was not performed before pericardial effusion or tamponade was confirmed. The patient was sent to the operating room. An open chest surgery was performed for cardiac tamponade, and an ablation catheter-sized perforation was observed at left superior pulmonary vein (lspv) roof. Hemostatis was achieved without any problems. The physician assesses the event as serious, related to device, and commented that while mapping was conducted with pentaray nav sh, the smart touch sf catheter placed on the ls (left side) might have been pushed with the left hand. No abnormalities observed prior to or during use of the product. The cardiac tamponade occurred prior to ablation. The most suspected device is the mapping catheter as the mapping catheter because the event occurred after or during mapping but the reporter indicates the stsf catheter was present in the left side and may have been pushed as a possible cause (contributor) to the event. Neither catheter can be completely be dissociated as a contributor and both are reportable to the us FDA. This report is for the pentaray nav.

Manufacturer narrative:
Biosense webster manufacturer's reference number (B)(4) has 2 reports. A2 patient age at the time of event: 50 year old range. The exact age is not known. E1 : (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31044432l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).